Event description:
It was reported that pump issued alarm 01 when caller attempted to use cartridge, and alarm recurred even after caller tried to load second new cartridge. There was no adverse impact to the customer¿s blood glucose level. Caller had no backup insulin therapy available and planned to contact healthcare provider, and technical support confirmed pump was in warranty, arranged return of original cartridge, provided instructions for placing pump into storage mode, and advised caller to return problematic pump within 10 days to avoid billing and to program pump settings and reconnect cgm once replacement arrived, after which technical support sent replacement pump.